Manufacturer narrative:
Results and conclusions are based upon eval of user facility info and pictures of the involved sample; based upon retain sample eval. The involved device is currently in shipment to the mfg facility for eval. However, photographs of the device have been examined. Examination of the pictures of the device confirmed that the guidewire's coating had been damaged such that the core wire was partially exposed. Eval of a retained sample from the reported lot confirmed there were no defects or anomalies. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be definitively determined based on the available info. The results of the eval of the pictures of the sample are most consistent with damage to the guidewire coating due to the distal edge of another device pushing back the proximal end of the urethane coating such that it was partially peeled off the wire and then rolled back on itself in the distal direction during removal. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire coating had been moved distally exposing the core wire during a procedure. F/u communication confirmed: resistance was encountered during withdrawal of the balloon; consequently, the physician had to "pull the wire a little more than usual"; the entire device was able to be removed; the polyurethane coating was observed to have been pushed towards the distal end of the device; and there was no impact to the pt.